Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a leak problem occurred in the bending section rubber, so reprocessing could not be completed and foreign matter remained in the suction cylinder. The peeling of the insertion part coating likely occurred due to physical stress such as rubbing or bumping the insertion site, chemical stress due to reprocessing not recommended by the IFU (reprocessing manual), or stress due to poor storage environment (under direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: 1) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." 3) "store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage." 4) "to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." 5) "to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." 6) "do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the bending section cover. In addition the peeling coat on the connecting tube, the following were found: a dent at the distal end, a cut on the bending section cover, a dent on the connecting tube, a less than standard value of the bending angle in the up and down direction due to wear of the angle wire, discoloration on the universal cord, a dent on the scope cover, and a dirty suction cylinder. Lastly, scratches were found on the following: the plug unit, the scope connector cover, the control unit, the scope cover, the grip, the upward/downward plate, and the angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had leakage at the bending section cover. This occurred during reprocessing. There was no report of patient harm. The device was returned, evaluated, and it was found that the connecting tube coat was peeling (1mms1 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.